Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 40 mg/dl. Cause was unknown. Reportedly, the customer declined troubleshooting. Additionally, the customer experienced elevated bg of 600 mg/dl. Reportedly, the customer had been using a cartridge filled with humalog beyond labeling. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer changed the pump supplies to address the issue.